Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon became stuck to the stent. The lesion being treated was a complex, 95% stenosed left anterior descending (lad) lesion. The physician predilated the lesion with a 2.0 mm x 20 mm maverick balloon. The physician then successfully deployed a taxus express2 8.8% 2.75 mm x 24 mm drug eluting stent at 14 atms. The final result revealed the stent to be well apposed and positioned. The delivery device balloon was deflated by dialing down on the inflation device and pulling back to negative. It was noticed then that the balloon had become stuck on the stent. The physician attempted several attempts of inflating and deflating the balloon before the balloon became unstuck and the device could be removed intact. There were no pt complications or injuries. The status of the pt is listed as stable.